Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heart mate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 65 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was assessed at an outpatient facility, and the modular cable had been severed with a razor blade. The patient described having a history of bad dreams, and the patient stated that confusion during a bad dream state on (B)(6) 2017 led to the cutting of the modular cable by the patient. The patient denied suicidal ideation. When assessed, the pump was off, and heparin was initiated. The patient complained of dizziness with the pump off. The patient was transported to the vad implant center for evaluation and possible intervention. Inotropes were initiated and heparin dose of 5000 units was given to the patient twice, prior to replacement of the modular cable and restart of the pump. The pump was ultimately restarted after the modular cable was replaced. No further information provided.